Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned, analysis will be completed and this investigation will be updated.

Event description:
It was reported that during the implant this right ventricular (rv) lead was placed in the apex of the heart, and while checking the lead parameters the lead was not properly pacing and intermittent loss of capture occurred at higher outputs. The lead was thus not used and will be returned. No adverse patient effects were reported.